Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms where the lead safety switch (lss) was triggered. The patient was brought into the clinic where they were symptomatic during threshold testing. The patient also reported experiencing syncope a couple of weeks earlier where they fell and hit their head. The patient was sent to the emergency room where both bipolar and unipolar impedance measurements for the rv lead were back in normal ranges. Boston scientific technical services (ts) was consulted and reviewed the data on the remote home monitoring system. Ts noted noise on the rv channel that appeared to be related to muscle noise. Ts further noted that the right atrial (ra) lead impedance has experienced abrupt decreases. The ra impedance averages 850 ohms with spikes down to 462 ohms. Ts suggested programming the minute ventilation feature off even though there was no current sign of oversensing, as impedance spikes could contribute to future oversensing of the minute ventilation signal. The minute ventilation feature was programmed off and the patient was hospitalized overnight for observation. In the morning the patient noted she felt fewer symptoms. Further reprogramming was performed. The accelerometer was programmed on, right ventricular auto capture was turned on, rv sensitivity was changed to 5 millivolts and the pacemaker was left in unipolar configuration. A cardiac resynchronization therapy pacemaker (crt-p) is being considered for the patient. The pacemaker, rv and ra leads remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that this pacemaker dependent patient presented after experiencing syncope. The patient was admitted to the hospital and upon interrogation noted high right atrial (ra) impedance measurements. The minute ventilation feature was programmed to off and two seconds of ventricular non capture was observed on the telemetry. Boston scientific technical services (ts) discussed that the loss of capture (loc) was likely due to high resistance and increased energy requirements, so the device should be reprogrammed from bipolar pace and sense to unipolar pace and bipolar sense. The field representative noted that the reprogramming occurred and the patient would be monitored by the hospital for a couple of days before discharge. The pacemaker, rv and ra leads remain in service. No additional adverse patient effects were reported.